Manufacturer narrative:
Service engineers checked the device. Servo valve has been identified to be the faulty component and has been replaced.

Event description:
Hamilton medical ag received the following event description: the nurse have checked the g5 before use with the patient she have find alarming "flow sensor calibration needed" always and can not pass of flow sensor calibration that time.